Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump stopped delivering insulin during bolus delivery. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump available at the time tandem technical support was telephoned, troubleshooting to determine a possible cause of the event was unable to be determined. Although requested, additional information was not provided.